Event description:
The patient called lifescan in 2005 and alleged that their meter was reading inaccurately erratic. The patient only reported one result of 122 mg/dl (more than one result would be needed for a comparison, making this comparison anecdotal). No symptoms were reported at the time of testing. No injury or harm was alleged. Complimentary test strips and control solution are being sent to the patient. The test strips used were in good condition, they were not expired, stored improperly, or opended greater than the discard date. The codes matched and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Two control solution tests were performed, both failed. This complaint is being reported as a malfunction because two control solution tests failed. There is no evedence of a serious injury.